Event description:
It was reported that there was an issue with bc275r - tc metzenbaum scissors del cvd 200mm. According to the complaint description, the device broke during arthroscopic reconstruction of cruciate tendon. The material fragmentation was not immediately noticed; an x-ray was performed later for verification. The piece was not considered a hazard for the patient and there were no plans for removal. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b3 - date of event. H6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. However, a picture was available. During the visual inspection, a broken tip was identified on one of the two scissor blades. No further examinations could be carried out based on the pictorial documentation. The fracture surface, among other things, is not visible. The change management was reviewed, and the result was as follows: no geometrical or functional changes to the product. Batch history review: a batch history review could not be performed because the lot number could not be identified. Even after faithful attempts for retrieval, no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. The reported damage of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.